Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged a loss of communication between the pump and transmitter. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-332a,mmt-1884,mmt-7040a, mmt-7841zn. During troubleshooting, the customer also reported a recent low blood glucose event but declined to provide details or continue troubleshooting for it. The transmitter was fully charged and reset, and communication with the pump was restored after following the recommended steps. No further patient complications were reported. Mmt-332a,mmt-1884,mmt-7040a, mmt-7841zn were not expected to return.